Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed fracture of the drg l5 lead. Additionally, the patient experienced pain at the scs ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the drg l5 lead was explanted and replaced, and the scs system was explanted to address the issue.